Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
During a left total knee replacement surgery on an unknown date, a battery reciprocator blade would freeze when the collar was pulled back on the product to adjust the angle. The surgery was completed successfully with the product, but it was completed at an awkward and uncomfortable angle for the surgeon. There were no delays in the surgery or a spare device available. No injuries or medical interventions reported. All available event information has been disclosed. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.a service history of the past six months has been reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. (B)(4)

Manufacturer narrative:
(B)(4): investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. (B)(4)

Manufacturer narrative:
Device was used for treatment, not diagnosis.investigation coordinated by synthes anspach. Report received indicates the customer''s complaint that this device freezes at different angles could not be confirmed. A functional assessment was performed and the complaint could not be duplicated. The device passed all operational specifications.